Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility. During the on-site eval, it was noted that the aer was not draining properly due to a crushed hose. In addition, the disinfectant (acecide-c) could not be recollected, and was drained from the aer due to a clogged circulation port mesh filter. The device history log was reviewed, the following errors were noted: error e14 (disinfectant solution cannot be recollected) and e93 (no alcohol remains). The aer was serviced at the user facility. This report will be supplemented if add'l info becomes available at a later time. The instruction manual states that to ensure safe, reliable operation, the mesh filters need to be cleaned daily.

Event description:
Olympus was informed that a duodendovideoscope tested positive for klebsiella pneumonia. The duodendovideoscope was reprocessed in the automated endoscope reprocessor (aer) prior to conducting the test. The user facility has two aer's and it's unk in which one the duodendovideoscope was reprocessed. There was no pt infection associated with this report. Olympus followed up with the user facility in an effort to obtain add'l info regarding the reported event. No add'l info has been obtained.